Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a "ch a failure 500:320." It is unknown when this event occurred. This condition had the potential to interrupt delivery. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. The user interface module master software version is 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a "ch a failure 500:320" was not confirmed. However, the quality engineer has identified a 500:320:844:0000 failure code as the reported condition. The assignable cause was a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. Should additional information become available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.